Event description:
It was reported that a temperature alarm occurred with the pump. There was no information provided regarding the impact on the customer's blood glucose level. The technical support team arranged to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as backup therapy. The caller was also guided on how to put the pump into storage mode and return it using a pre-paid label within 10 days.